Event description:
Additional information received reported that the patient was advised to see his doctor to obtain x-rays, and it was unclear whether x-rays had been taken. It was noted that the patient was going to contact the manufacturer representative after the x-rays were done; however, the representative had not heard from or seen the patient. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 399960, lot # v990447, implanted: (B)(6) 2012, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported there were high impedances on contacts 4 and 5. Impedances were greater than 10,000 ohms. It was noted the patient went to physical therapy and moved their neck around and afterwards they noticed they were not getting stimulation. The patient's left and right side was programmed together so the patient could turn them up individually. It was noted the patient had less than 50% therapy relief and pain returned in their right side of their head and arm. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.